Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The anvil clamping mechanisms were deformed. The anvils were bowed. The knife-bar assemblies were buckled. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracic, while used in stapling of the lung, the second reload worked partially wherein some of the staples worked and some others did not at the distal point. The blade cut until the end of the reload which caused bleeding. The device was also lock on tissue. The reload was successfully removed from the tissue by opening the jaws but the reload remained blocked on the handle afterwards forcing them to use another handle. The patient had no injury.